Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 of the bd luer-lok¿ 1-ml syringe were damaged. The following was received from the initial reporter: the pin has fallen off 6 syringes. The following is further explanation of the issue and should be included with the verbatim: "when the syringes were vented during reconstitution, the pin of the plunger of 3 syringes fell off. In order to exclude a coincidence, 15 syringes from this batch were subsequently checked at random. Here, too, the pin of 3 syringes broke off."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-sep-2023. Five samples and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that all five samples had the plunger rod broken at the tip with the plunger rod tip inside the stopper and the stopper inside the barrel. Each photo showed a loose syringe from two different angles with the condition as described above. The condition observed is non-conforming per product specification. Potential root cause for the plunger rod broken defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that 6 of the bd luer-lok¿ 1-ml syringe were damaged. The following was received from the initial reporter: the pin has fallen off 6 syringes. The following is further explanation of the issue and should be included with the verbatim: "when the syringes were vented during reconstitution, the pin of the plunger of 3 syringes fell off. In order to exclude a coincidence, 15 syringes from this batch were subsequently checked at random. Here, too, the pin of 3 syringes broke off.".